Event description:
It was reported that customer believed pump independently initiated tubing fills while connected, resulting in accidental delivery of approximately 10.2 units of insulin followed by 10.7 units within about 15 minutes. There was no reported impact to the customer¿s blood glucose level. Customer consumed carbohydrates to counteract the excess insulin, and technical support advised that taking too much insulin could lead to severe low blood sugar, emphasized that medical advice could not be provided, and instructed customer to contact healthcare provider immediately, which customer understood. No additional information regarding this event was provided.